Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that on the date of this report, the patient saw an out of regulation (oor) error message on their programmer. A day prior, the patient noticed that they weren¿t getting the therapy they needed. This was considered a sudden change in therapy/symptoms. It was reviewed that the oor could be an indication of a potential system issue or an indication of high parameters. The patient stated that they were trying to increase stimulation when the oor message was seen. Troubleshooting steps and how to bypass the oor were reviewed with the patient. They were to follow up with their healthcare provider (hcp). Indication for use is spinal pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that patient had notified managing physician many times regarding the oor error message. The device was reset but the issue was not resolved. No further complications were reported/anticipated.